Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fast-fix reversed curved deployment button did not completely spring back causing t2 to not deploy. T1 was removed from the patient and a backup was used to complete the procedure. A five minute delay was noted and no patient injury was reported.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator lodged at the distal end of the needle. No ts or suture remain on the needle or were returned for examination. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).